Manufacturer narrative:
The reported viperwire guide wire was received engaged in the oad used during the procedure. The fractured spring tip was returned and observed to be located at the distal end of a non-csi introducer. Significant resistance was felt when removing the guide wire distally from the oad. Analysis found that the guide wire used during the procedure was a .014" diameter guide wire, which is incompatible with the oad used. The recommended wire for use with this oad is a .012" diameter guide wire. The larger diameter of the wire likely contributed to the reported events. The peripheral orbital atherectomy system instructions for use state: "use only approved csi viperwire advance 0.014-inch (0.3556 mm) × 335-cm guide wires for 145 cm length csi crown and shaft configurations. Use only approved csi viperwire advance 0.012-inch (0.3048 mm) × 200-cm guide wire for 60 cm length csi crown and shaft configurations. Follow csi's instructions related to guide wire use." Scanning electron microscopy (sem) analysis was performed on the guide wire core fracture and revealed rotation and torsion marks on the fracture face. This indicates that torsional forces were applied to the wire, causing a fracture. Sem analysis also showed axial damage and flattened spring tip filars at the proximal solder bond, which is consistent with fractures in which the oad makes contact with the guide wire spring tip. The instructions for use warns: "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result". At the conclusion of the device analysis investigation, the root cause of the wire fracture was determined to be user error. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During use of a diamondback peripheral orbital atherectomy device (oad), the device made a rattling noise and powered down. It was noted that the spring tip of the viperwire guide wire had fractured. The physician stated that the nose cone of the oad was not near the spring tip of the wire. The anterior tibial artery was ballooned multiple times to allow a snare catheter to advance. The wire fragment was retrieved with the snare after two hours, and the patient was fine.